Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the obtuse marginal branch (om) just beyond the saphenous vein graft (svg) anastomosis. The physician first treated a lesion located in the distal portion of the svg with a 3.00mm balloon and then implanted a 4.00x24mm liberte bare metal stent at 14 atms. Slow flow was observed, which was related to a large amount of material in the filter wire. When the filter wire was removed, timi grade 3 flow was restored in the bypass. Then, the physician rewired the vein bypass and om with another MFR's wire. The physician attempted to insert the 2.5x12mm taxus express2 drug eluting stent, but the stent would not cross the narrowing in the om just beyond the svg. The physician then attempted to withdraw the stent and go back in to predilate the lesion with a balloon, but the stent became hung up while exiting the svg and entering the guiding catheter. The physician tried multiple times to re-advance the stent and realign the svg in a coaxial manner, but still the stent catheter could not be withdrawn into the guiding catheter. Eventually, the stent was stripped off of its balloon and was floating on the wire in the svg. The physician rewired the vessel along side the stent. The stent appeared to be hung up just distal to the recently implanted liberte stent, so the physician inserted a 4.00x16mm liberte bare metal stent alongside the stripped taxus stent. The wire the taxus was on was withdrawn and the physician then crushed the taxus stent to the side of the svg with the 4.00x16mm liberte stent. Follow up angiography showed that the taxus was definitely entrapped on the vessel side and timi grade 3 flow was maintained. The physician then predilated the 70% stenotic om with a 2.5mm balloon and implanted another 2.5x12mm taxus drug eluting stent in the native om through the bypass at 14 atms. Follow up angiography showed excellent results with timi grade 3 flow and no significant residual narrowing in any stenting segment. The procedure was completed without any further complications.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.